Event description:
It was reported the customer had gone into the pool with their insulin pump. The customer stated the insulin pump was giving them a failed battery test and would not respond after. The customer's blood glucose was 108 mg/dl. The customer stated there was now fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify failed battery test alarm and no response button due to blank display. The device was received with cracked display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.